Event description:
It was reported that the device delivered inappropriate atp therapy for an svt rhythm via review of remote transmission. Programming changes were recommended, and the device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.